Event description:
Additional information was received from the patient. It was reported that there was no change in therapy. They moved stated and the charge just started dwindling from a week down to 3-4 days. They asked for a dr who handles devices but they have not heard anything yet. The steps/resolution are undetermined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they're at the MRI facility during the call, pt said the device was not functioning well and they are going to have an MRI this morning. Pt stated their implantable neurostimulator (ins) was not holding a charge, they were able to fully charge it yesterday and they went to put it on MRI mode, but the ins was already 'dead'. Pt said the issue started about 3 or 4 months ago. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller port. Agent told pt to start the ins charging session, but they don't have the recharger during the call. Pt said the controller was at 100% and the ins was in red. Agent instructed pt to reach out to their healthcare provider (hcp) . Pt will call back for further troubleshooting. No symptoms were reported.